Event description:
Drill bit was being used to drill a hole for a screw in the acetabulum for the hip implant. The drill bit broke inside of the bone with no ability to retrieve broken tip of drill bit.